Event description:
The manufacturer received information alleging that a trilogy ev300 device made a clicking and vibrating sound from the back, where the filters are located, during calibration and leak testing service. There was no harm or injury reported. The device was not in patient use. The third-party technician tried to replicate the issue with no joy. A check for loose internal components was performed and a full test but no issues were found. The device error log found reportable error code e080 (evt_o2_prop_stuck) and e086 (evt_low_o2_inlet_pressure). The o2 proportional valve that controls the flow of o2 to the blower inlet was mechanically stuck closed or open and the pressure at the obm inlet is less than 5psig. The technician will need to replace the oxygen blending module (obm) valve to fix this issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be complete.

Manufacturer narrative:
The reported failure of evt_o2_prop_stuck is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h80018742f740 review confirms that the device met the final acceptance criteria and was released for final distribution.